Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter would not drain urine. Urine was noticed at the y, but nothing would drain passed it. The patient was in pain due to lack of drainage.  When removed and replaced, the new catheter drained 600+ cc of urine.  It appeared that catheter was physically blocked at the y.  No harm to the patient was reported.